Event description:
It was reported that the device reached elective replacement indicator (eri) and experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 694765 implantable tachy lead, implanted: (B)(4) 2010; product ID: 559453 implantable pacing lead, implanted: (B)(4) 2010. (B)(4).